Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level dropped to 43 mg/dl. She had a glucose tablet, juice, and milk to bring her blood glucose up. The customer was experiencing unexplained low blood glucose levels. The displacement test passed. The customer had two mammograms while wearing the insulin pump. The device was not returned.